Event description:
Complainant alleged that, during a routine shift check by a clinician, the device's pacer knob was not adjustable. Complainant indicated that, there was no pt involvement in the reported malfunction.